Event description:
It was reported that the handles of the device were very loose.

Manufacturer narrative:
It was reported that the "Rollator after assembled the handle was very loose. The knob is tight and secured. But still loose handle. Both handles are loose." the customer also stated that "this is not the right unit for her size and is like a child size. the rollator is too small for her." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.